Manufacturer narrative:
Investigation summary: the cause of the suspected hemolysis was most likely patient related since clinical details note that the pink urine resolved after dropping the p-levels and decreasing the map goal to >60.

Event description:
A 72 year old male with an impella cp placed for cardiomyopathy via right femoral arterial percutaneous access was reported to have developed pink tinged urine while the pump was operating at p9. The patient¿s map was in the 80s on the arterial line, and the clinical team verbally acknowledged concern for potential hemolysis. The patient experienced transient hemolysis manifested as pink urine while supported with the impella cp. The condition resolved after reducing pump support and adjusting map goals. No alarms were reported. The device was not returned for evaluation. The hemolysis was most likely related to patient specific factors, including critical illness, underlying cardiac dysfunction, and potential hemodynamic instability. Hemolysis is a known risk described in the IFU.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.